Manufacturer narrative:
The affiliate reported that the patient experienced restenosis of a previously implanted palmaz genesis 5 x 18 mm. Stent. The stent was implanted approximately two years prior. The target lesion was the right renal artery and was reported to be: a 90% stenosis, mildly calcified, and moderately tortuous. The lesion was successfully dilated with an aviator 5 x 15 mm. Balloon catheter (bc). The approach for the procedure was made from right femoral artery. There was no reported patient injury. The patient¿s medical regimen/ antiplatelet therapy prior to the procedure were unknown. (B)(4): the device remains implanted in the patient and was not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Restenosis is a known potential adverse event associated with implanting arterial stents and is often associated with the progression of arterial disease. Based on the minimal available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
The report received from the affiliate indicated that the patient experienced restenosis of a previously implanted palmaz genesis 5 x 18 mm. Stent. The stent was implanted approximately two years prior. The target lesion was the right renal artery and was reported to be: a 90% stenosis, mildly calcified, and moderately tortuous. The lesion was successfully dilated with an aviator 5 x 15 mm. Balloon catheter (bc). There was no reported patient injury.

Manufacturer narrative:
Concomitant products: everest (medtronic), radifocus 0.035inch (terumo)/chevalier univ(cordis), okay, aviator 5mm x 15mm, sheath introducer 6fr.11cm (terumo). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.